Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe sterile, single use there was an issue with defective cap on a syringe.

Event description:
It was reported with the use of the bd luer-lok¿ syringe sterile, single use there was an issue with defective cap on a syringe.

Manufacturer narrative:
Investigation: customer returned (10) 3/10cc, 8mm, 30g syringes in a sealed poly bag from lot # 7261524. Customer states that one of the syringes had a defective cap. The returned poly bag was examined and exhibited one syringe with a broken shield. A review of the device history record was completed for batch # 7261524. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Possible root cause: likely a jaw jam of form fill & seal and then made it to packaging.